Manufacturer narrative:
The accounts maintenance repaired the bed by adjusting the brake casters to the brake pad would come in contact with the caster.

Event description:
The account stated the brake will engage, but the bed continues to roll.